Event description:
Allergic reaction [allergic reaction] ([redness], [knee swelling], [edema knees], [knee pain]). Product use issue situation [product use issue]. Case narrative: this unsolicited valid serious case from (B)(6) was received on 11-may-2019 from patients husband. This case is linked to cases (B)(4). This case involves a (B)(6) caucasian female patient who experienced product use issue situation, allergic reaction, after she received hylan g-f 20, sodium hyaluronate (synvisc one) the patient past medical history include knee issues and displacement of patella. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at dosage unknown (batch no :unknown, information on batch number requested) to increase the joint knee lubrication (product use issue). On (B)(6) 2019 patient experienced allergic reaction, redness, swelling, significant edema, intense pain and allergic reaction. As corrective treatment two injections of diprospan and an unspecified anti-inflammatory to be taken every 12 hours. The patient did not notice any significant improvement of these symptoms. On an unspecified date, the patient underwent to a magnetic resonance imaging, the result would be available on (B)(6) 2019. Corrective treatment: not reported for product use issue situation and betamethasone dipropionate (diprospan) for allergic reaction. Outcome: not recovered for all the events except product use issue situation a product technical complaint was initiated on 17-may-2019 for synvisc-one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: intervention required for allergic reaction. Additional information received on (B)(6) 2019. Investigation summary received and ptc results added. Text amended accordingly.